Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.

Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation did not find a system malfunction. Investigation of the case logs showed numerous high deflection warnings during screw placement indicating skiving. Additionally, case logs revealed multiple instances of possible drb shifts before and during navigation. The combination of high deflection and the possible drb shifts, along with an unstable fracture at t6/t7, likely resulted in screws being misplaced laterally from the plan. Ultimately, the misplaced implants were revised intra-operatively and there was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.